Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Upper half of tampon inside body- vagina [foreign body in reproductive tract]. Tampon broke in half [device breakage]. Case description: consumer reported via e-mail that tampon broke in half. No serious injury reported.